Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on 10/26/2016 that a customer had an issue with a lite glove. The customer reports: cracked/split light handlecover.